Manufacturer narrative:
Additional information was added : the device was manufactured between august 05, 2019 - august 06, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date from (B)(6) 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of vial-mate reconstitution devices had a particle floating in the vial after reconstituting medication. This issue was identified during setup and prior to patient use . There was no patient involvement. No additional information is available.